Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving heparin (1 unit/ml, 1 unit/day) via an implantable pump for cancer chemotherapy. It was reported that today ((B)(6) 2020), it was expected 6 ml for volume and was actually 20 ml (no drug left the pump). The hcp checked the logs and no issues were seen. The hcp stated they would work on doing a dye study/imaging for the patient. The hcp mentioned that the patient did have an abdominal tumor and was concerned that the tumor could be impacting the catheter. The hcp stated they would be doing a dye study as soon as they could on the patient. It was also noted that the hcp did see a short motor stall from the time the patient had an magnetic resonance imaging (MRI) and recovery (no issue). No symptoms or patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter dye study was done (B)(6) 2020. They were unable to inject dye due to possible catheter occlusion-confirmed. Altephase 2mg/ml instilled in bolus port, then attempt to flush bolus port at 30, 60, 120 minutes. In regards to the cause for the volume discrepancy the healthcare provider reported outcome of flushing attempts unsuccessful, catheter occlusion confirmed. The actions planned or occurred to resolve the issue was ¿tba¿, to be assessed. No further complications were reported regarding the event.